Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called to request data be pulled regarding a patient incident in bed 8226 between (B)(6) 2017 at 19:00 to (B)(6) 2017 at 05:00. Beyond the statement of a patient incident, the customer has provided no information regarding the circumstances of the event and/or general patient information.

Manufacturer narrative:
Patient information has been requested, unavailable at the time of this report. The field service engineer (fse), was paged to contact the customer. Per communications with the fse, the customer did not want any on-site assistance. He pulled the logs and provided them to the customer. Attempts to obtain additional information from the risk manager, (B)(4), was not successful, beyond the statement that they did not believe that there was a device issue. Based on the limited available information, a device malfunction is not supported, and the fse was able to provide the data requested by the customer. No device malfunction is supported. .